Event description:
The user facility reported that during a patient procedure, the biopsy valve included within the defendo single use valve kit was leaking water. No report of injury or procedure delay.

Manufacturer narrative:
The device subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.